Event description:
According to the reporter, the service indicator was illuminated on the device front panel and would not go out even after the device was powered off then on again. There was no pt use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and observed that the service indicator was persistently illuminated and fault codes related to defibrillation were logged into the device's error log. Physio replaced the therapy pcb assembly and then observed proper operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the replaced therapy pcb assembly and observed that, with the assembly in a device mock-up, the mock-up defibrillator would not deliver selected energy. Root cause was determined to be an ic chip, designator u34.